Event description:
It was reported that fill estimate went to zero. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. Customer delivered a manual injection to address bg levels. Tandem technical support walked customer through reloading the cartridge and customer was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.